Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post-sensed t-wave oversensing upon connection to the right ventricular lead during a normal device change out procedure. Programming changes were made to resolve the issue. The patient was asymptomatic and stable before, during, and after the procedure.